Event description:
It was reported that the customer was hospitalized for dka. The family member stated that the last set change was the morning before the event. It was indicated that the customer will call back to troubleshoot. No further details.